Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (247-300s mg/dl). The pump supplies were changed and a bolus was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer declined tandem technical support's offer to follow-up to confirm the bg level had returned to the target range.